Event description:
A tissue retractor was in service in connection with a nisssen fundoplication procedure. The surgeon noted that one jaw of the three-pronged tissue retractor had broken off in the abdomen. The metal piece was retrieved with no consequences to the pt.